Event description:
Procedure type: lap chole. According to the reporter: after the device was fired, the device cut the artery. The way the procedure was completed could not be reported. Some add'l bleeding occurred and the amount was not noted during the surgery, but the pt did not need a transfusion. There was no delay in or time.

Manufacturer narrative:
Date of initial report sent: 09/01/2009.